Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. The device was returned to olympus without reprocessing at the user facility. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: switch 1 had a cut, the switch box had a scratch, the universal cord had a wrinkle, the grip was shaved, the image guide protector was damaged, the light guide bundle had breakage, water could not be supplied due to clogging of the jet tube in the control unit, due to a cut on the heat shrinking tube of the forceps elevator lever the expected insulation capacity could not be obtained, the suction connector and scope connector cover unit had corrosion due to water leakage, and the air/water cylinder and suction cylinder had no color. Additionally, the following had a crack; the scope cover, right/left knob, objective lens, and the light guide lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope had foreign material in the connecting tube, bending section cover adhesive, jet tube, air/water cylinder, and the air/water tube. There were no reports of patient involvement.